Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2010 during which the surgeon noted ¿the omentum was incarcerated into the ventral defect and there were previous mesh materials adhered or embedded directly into the wall and the mesentery of the small bowel. The surgeon performed extensive lysis of adhesions, removed significant amount of old mesh material from mesentery and the small bowel and resected a portion of the small bowel due to necessity.¿ it was reported that the patient experienced severe pain, infection and inflammation. No additional information is provided.